Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, post-paced t-wave oversensing was observed on the device. Patient did not receive therapy during the oversensing. Programming changes were made and no further oversensing was observed. Patient will be monitored. No further information available.